Event description:
It was reported that after a therapeutic stone retrieval procedure, the pt experienced some bladder irritation. Four days later the pt returned to the doctor to have the drainage stent removed and that evening the pt voided out a small fragment of the device. There was no tissue trauma and no further sequelae.

Manufacturer narrative:
This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, we are unable to determine if the device met its specifications. Our directions for use states: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope." However, we are unable to determine the relationship between the device and the cause for this event.